Manufacturer narrative:
Expiration date: unknown. Device manufacture date: unknown

Event description:
The patient presented with a stroke with 99% stenosis of the left middle cerebral artery (mca). During the initial pre-dilatation of the target lesion, it was reported the patient suffered an asymptomatic vasospasm five days later, the patient was discharged with no reported consequences and continous antiplatel therapy.